Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/21/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what suture type was used? What suture size was used? When the event occurred, was the suture placed near the hinge of the clip? Were you able to lock the clip closed on the suture? If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? What was the surgical procedure involved? Was this a robotic procedure? If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? Please provide the lot number of the clips. I certify that all information that are known/available has been disclosed. Note: related event reported in 2210968-2023-02910 and 2210968-2023-02924.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture clips were used. During the procedure, the clip could be fed into the jaw, but could not close on the suture. The cartridge was replaced. Another device was used to complete the case. The clip could be closed on the suture when it was attempted after the operation. There were no adverse consequences to the patient. Additional information was requested.